Event description:
It was reported that the insulin pump alarmed during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. No motor error alarm anomaly noted. Motor passed motor test. Unit was received with missing end cap sticker. Insulin pump passed the displacement test.